Manufacturer narrative:
Concomitant medical products: 305-27 tissue valve, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and undersensing were noted on the stored electrograms (egm) with acute changes noted in lead trend measurements. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.